Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient's explantation surgery that took place on (B)(6) 2020. Even though the implants were found intact upon removal, it was stated that the MRI was positive for a ruptured left breast implant per preoperative diagnosis. In addition, biopsy of the lymph node from the left breast axilla was also done. The mass was marsupialized and dissected out and was described to not necessary look like a lymph node but was firm and hard. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 7, 2020, mentor became aware that the patient's date of explantation was updated to (B)(6) 2020. On december 18, 2020, mentor became aware that there was no rupture observed during the explantation surgery. In addition, MRI also did not confirm a rupture. The patient only underwent removal and no replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 18, 2021, the mentor failure analysis lab received the device for evaluation. On january 22, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 450cc returned device. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. A second product was received (product code 3504504bc and lot number 7465178). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 7, 2021, mentor received additional information indicating that the implants were removed and there was no malignancy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, lymphadenopathy. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation revision with two 450cc mentor memorygel breast implants, suffered severe pain on the left shoulder, arm, breast and cervical spinal stenosis. However, patient is unsure if these are related to the implants. In addition, the patient also suffered lymph nodes that are extremely large, which their doctor stated could have been impacted from the patient's first/original implants. The patient also experienced spontaneous left breast implant rupture, which was diagnosed via MRI. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.